Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The cuff was explanted and downsized from 5.5 to 4.5. There were no additional patient complications reported.